Manufacturer narrative:
The device involved in the event was reported as discarded.

Event description:
The customer reported that the device involved in the event experienced a leak, of an unknown chemotherapy medication, on an unknown date. There was unknown patient involvement. There was no report of patient harm. No additional information is known at this time.

Manufacturer narrative:
No device product samples, videos, or photographs were returned for investigation. A batch record review was performed to lot# 936455h, list# 140099290 and no discrepancies that may have contributed to a complaint of this nature were found. The quality inspection of final visual and physical evaluation results indicated that the product met specification requirements. A probable cause cannot be identified based on the information that has been provided.